Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the field representative experienced difficulty establishing telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD), but was able to establish a connection on the sixth attempt. Later the same day when attempting to optimize programming, the field representative once again experienced difficulty establishing telemetry even after trying another room and programmer. Eventually telemetry was able to be established using a different programmer. The issue was believed to be related to telemetry issues in the available rooms. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at bsc's post market quality assurance laboratory, a thorough evaluation of the device was performed. Several attempts were made to establish rf communication and the device would not connect. Chilling the device allowed for telemetry to be established. Upon review of memory download, there were many device detects showing zero connection time, which confirmed the difficulty interrogation from the field. An rf wakeup pulse test was performed, and the results were consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (crystal oscillator) within the rf circuit, resulting in an inability to interrogate the sicd. Although this behavior resulted in the observed interrogation difficulties, therapy remained available to the patient.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to continued telemetry issues. The clinic and field representative were unable to interrogate the device for over an hour. A new device was successfully implanted and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to continued telemetry issues. The clinic and field representative were unable to interrogate the device for over an hour. A new device was successfully implanted and no additional adverse patient effects were reported.

Event description:
Additional information was received that during in office interrogation the field representative was unable to interrogate the s-ICD. A magnet reset was performed with no change in results. Eventually they were able to interrogate, however when the session was ended they were once again unable to interrogate. It was noted that the remote home monitor interrogations were also unsuccessful. The s-ICD's memory was sent in for analysis. Upon review by engineering it was noted that some of the scans were received and processed by the device and that the device responded but the response was not detected by the programmer. Other scan attempts were not detected by the s-ICD. Based upon the data, engineering noted the interrogation telemetry issues do not appear to be related to the device or programmer, but more suspect of a poor rf environment. This information was related to the field representative. The field representative noted that the s-ICD has presented with telemetry interrogation issues in multiple environments, with multiple programmers and after multiple magnet resets. Boston scientific technical services (ts) discussed that ultimately it would be a medical decision on whether to replace the device due to the telemetry challenges. The field representative noted at this time the physician has opted to continue to monitor the patient as an interrogation was eventually successful. The s-ICD remains in service and no adverse patient effects were reported.